Event description:
It was reported that caller experienced repeated fill resistance issues with pump cartridges, with about twelve past occurrences since receiving pump, but caller was not experiencing issue at time of contact. There was no reported impact to the customer¿s blood glucose level. Cts to replace pump. Customer planned to continue using current pump and use alternate insulin delivery if necessary, and was verbally coached on cartridge loading technique and sent email instructions, with no further action required.